Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that stent struts from the most proximal stent row were slightly flared and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal of the device from the guide catheter. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on returned device analysis completed 03-march-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. After inserting a 6f ebu 3.0 guide catheter and crossing a non bsc guide wire, pre-dilatation was performed using a 2x12 mini trek balloon catheter. An 80% stenosed, 12mmx2.25mm, concentric target lesion contained a <=45 degree bend was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. However, even after achieving adequate dilatation, the device still could not cross the lesion. Thus, the procedure was abandoned. However , returned device analysis reveal stent damage.